Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, water immersion in the cable and imaging part was confirmed. It was, therefore, possible that the reported phenomenon ¿image failure¿ occurred because the video function did not work properly due to water immersion in the cable and imaging part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the electrical contact had discoloration and the connector had a crack, causing the watertightness to fail. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the image had a poor video on the camera head, possibly due to disconnection. The subject device was not used in a procedure, with no patient injury or procedure impact.